Event description:
Numerous glucose strips were not working properly from a single container. Upon closer inspection following the issue, the strips appeared to be discolored. Container was inadvertently thrown away in the resus room by another rn but I am putting this safer in for awareness.